Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited pacing inhibition and inappropriate shocks due to oversensing. The oversensing could not be reproduced with isometrics. During the lead revision, a fracture of the is-1 portion of the lead was noted. This portion of the lead was capped and a new sensing lead implanted. The device was also replaced as it was near eri.